Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h11: the device and photo samples of the device were received for evaluation. Visual inspection of the photo and returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed on the returned sample, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking through the port where the device is inserted. The leak was observed while filling in the mixing center prior to patient use. There was no patient involvement. No additional information is available.